Manufacturer narrative:
A thorough investigation was performed that determined damages to the lens face was a result of accidental user damage. There was no indication of either non-conforming material and no indication of design anomaly requiring further action.

Event description:
It was reported there was damage to the lens of a c10-3v transducer, exposing the metal underneath. The transducer was associated with the epiq 5 ultrasound system at the customer¿s site. The issue was discovered outside of clinical use, during cleaning. The transducer was immediately removed from service when the issue was discovered. There was no patient or user harm associated with this event. A replacement transducer was sent to the customer to address their immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.